Manufacturer narrative:
The instrument has been returned for evaluation, however, failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received.

Event description:
It was reported that during a da vinci si myomectomy procedure, the cable on the pk dissecting forceps instrument was noted to be broken at the distal end. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.